Event description:
It was reported that during a tracheobronchial stenting procedure, a deployment suture break and partial deployment occurred. The lesion was located in an unspecified bronchus. The 10mm x 4mm ultraflex tracheobronchial stent delivery system (sds) was advanced to the lesion. Upon pulling the finger ring in an effort to deploy the stent, the deployment suture broke and the stent partially deployed. The physician was unable to release the stent from the sds, therefore, the sds was removed from the patient. Another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "stable".